Event description:
Using a dexcom g6 to monitor glucose. Received a warning that the glucose was below 80, took an apple juice. It continued to fall, ate a [invalid] and a candy and the sensor was showing the result to be 48. Since (B)(6) had similar problems with this product before he took a manual reading and got a 170. This is very dangerous because in the past his sugar has gone up to the 200's while he was "treating" what he thought was an extremely low sugar. We have called dexcom multiple times and they have replaced sensors and we have communicated with dr (B)(6) hospital but this has happen too many times now so it's your turn. Reference report: mw5118187.